Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. Customer¿s experienced blood level was of 350, 314 mg/dl. Drive support cap was normal. Customer was treated with insulin pump. Customer stated that the there was no leak and air bubble. Customer reports insulin exited at the quick release. Insulin pump will not be returned for analysis.